Manufacturer narrative:
An event of moderate circumferential pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
Clinical study patient ID: (B)(6). It was reported that a amplatzer amulet 31mm on was implanted on (B)(6) 2022, using a amplatzer amulet delivery system. Post procedure on (B)(6) 2022, the patient experienced chest pain, computed tomography scan showed a moderate circumferential pericardia effusion predominantly inferior and measuring 15mm. Treatment included medication. The pericardial effusion did not lead to a tamponade. The delivery system was never completely retracted and there was no difficulty with the implant procedure. The patient was discharged on (B)(6) 2022 and was confirmed as doing well.